Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therfore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report no audio tone but pump does vibrate. Ran self test, no audio tone during self test.